Event description:
The patient reported an infection, the wound was cleaned and antibiotics were prescribed. During a follow-up appointment, the clinician observed there was a small area that was not completely closed and healed. The patient was referred to wound care. Due to the wound not healing, an explant procedure was performed on (B)(6) 2022. No infection was present at the time of the explant.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site, implanting a non-sterile device, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. It is unknown whether the patient was prescribed antibiotics pre-operatively. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Given the information provided, the cause of the infection and wound not healing is unknown. Therefore, conclusion has been selected as no problem/fault found.